Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that following surgery, an ophthalmic laser was intermittent and failed to fire along with an abnormal sound continuously emitted from the speaker of the laser module. Although the laser could still be fired, the radiofrequency identification indicator light at the port was not lit. It was also noted that balanced salt solution (bss) had wetted the circuit, resulting in damaged to the laser module. There was no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The nonconforming core module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation. The root cause of the reported event is attributed to the nonconforming core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).